Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device displayed a gray bar. The device was kept indoors during the overnight hours, but it was in the card during the day time. After more than one week in the house, the device was again interrogated and it still had a gray bar. The device was not used. There was no patient involvement in this event.